Manufacturer narrative:
The subject device was returned to the olympus local service department. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. Physical stress. Chemical stress. Poor storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays and ultraviolet rays, etc.).

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on july 29,2021, it was found that the coating of the insertion tube of the subject device had been partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.